Event description:
Information received indicates the bed exit will arm but is not alarming when weight is removed from the bed.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.